Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was not further described. It was unknown if the patient was hospitalized for the event. On an unreported date the patient began treatment with 1 gram injection of fortum and an injection of vancomycin (500 mg every 5th day). The patient was recovering from the event. It was not reported if the patient was retrained on proper technique. Action taken with pd therapy was not reported. No additional information is available.